Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.

Event description:
The patient reported receiving readings in the 20's due to the reading, the member drank juice and visited their primary care doctor. Ath the doctors office, a capillary lab comparison was done. The teladoc meter was 155 while the lab result was 245. The readings were completed back-to-back. The member's medication was adjusted although it was undetermined if the adjustment was made based on the teladoc result. It was found the member was using expired test strips that were opened longer than 6 months as well as had them stored in a bag.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported receiving readings in the 20's due to the reading, the member drank juice and visited their primary care doctor. At the doctors office, a capillary lab comparison was done. The teladoc meter was 155 while the lab result was 245. The readings were completed back-to-back. The member's medication was adjusted although it was undetermined if the adjustment was made based on the teladoc result. It was found the member was using expired test strips that were opened longer than 6 months as well as had them stored in a bag.